Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The shaft, hypotube, tip and balloon were microscopically and visually examined. Contrast was present in the inflation lumen and balloon and blood in the guidewire lumen. Microscopic examination of the device revealed that the guidewire was broke off and stuck in the distal end of the catheter and balloon. The guidewire appeared to be bunched up inside the balloon. The guidewire was attempted to be removed but was unsuccessful. Inspection of the device presented no damage or irregularities to the device but had the guidewire stuck in the device.

Event description:
It was reported that a stingray guidewire became stuck in the stingray lp. The target lesion was located in the totally occluded right coronary artery. A stingray guidewire and stingray lp catheter were selected for use. During procedure, it was noted that the guidewire would no longer exit the catheter and became caught and lodged in the exit port after multiple attempts to exit the balloon and enter the true line after a planned dissection. Both devices were removed together from the patient's body through the guide catheter. The procedure was not completed due to the event. No patient complications were reported.

Event description:
It was reported that a stingray guidewire became stuck in the stingray lp. The target lesion was located in the totally occluded right coronary artery. A stingray guidewire and stingray lp catheter were selected for use. During procedure, it was noted that the guidewire would no longer exit the catheter and became caught and lodged in the exit port after multiple attempts to exit the balloon and enter the true line after a planned dissection. Both devices were removed together from the patient's body through the guide catheter. The procedure was not completed due to the event. No patient complications were reported.